Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device jammed during the surgery. There was no pt consequence.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes, nose shroud cracked/broken, no, staples in nose, yes(1), staples in the track, no, trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported "device jammed during the surgery" occurred. The cartridge was observed to be missing a piece where the lifter elevates from the cartridge while cycling the device, but this did not affect the firing of the instrument. One staple was fired well formed then the instrument was empty. The missing piece was not rec'd. Co reviews each incidence as it occurs in an effort to continuously improve products and processes.